Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the cause for the reported event was a clogged flowcell. The fse flushed the flow cell, performed a manual focus of the instrument and was able to run control successfully. (B)(4).

Event description:
The customer reported that there were erroneous result reported by their iq 200 system for three patients and focus failed when they attempted to run controls. Although erroneous results were reported out for the three patients, the results were corrected and resent. There was no change or effect to patient treatment.